Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that a fluid leak occurred. The cycler had received the air detected in cassette warning. Upon follow up with the patient's nurse it was confirmed that the patient has received a new cycler and is completing treatments. The patient experienced no adverse event and was not administered any medical intervention. The cassette product will not be returned.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. The device passed the following checks: mushroom head, sensor calibration, and glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined.

Event description:
A peritoneal dialysis patient reported that a fluid leak occurred. The cycler had received the air detected in cassette warning. Upon follow up with the patient's nurse it was confirmed that the patient has received a new cycler and is completing treatments. The patient experienced no adverse event and was not administered any medical intervention. The cassette product will not be returned.